Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger.   Analysis of the recharger (B)(4) found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin was broken and the recharger would not hold a charge. The "charge your recharger" message was seen. The patient reported the ins was dead and needed to be charged. Patient was issued a new desktop charger. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.